Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that they experienced a high blood glucose level around 400 mg/dl. The customer reported something being wrong with the infusion set, because each time the cannula was plugged upon removal. The insulin pump will not be returned for analysis.